Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft fractured. A renegade 150/20/1tip microcatheter was selected for use. During advancement into the sheath, it spiraled/coiled up in it. It never made it out of the sheath. The tip separated off the actual catheter itself. This occurred outside of the patient.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade catheter inside the hoop. The hoop was flushed and the device was able to be removed with no difficulties or issues. The shaft was microscopically and visually examined. The outer and inner shafts were completely separated. The outer shaft was separated 6.9cm from the strain relief and the inner shaft was pulled out from inside the hub. The outer shaft was stretched and buckled at the ends of the separation. The inner shaft was stretched for 37cm. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation was due to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the shaft fractured. A renegade 150/20/1tip microcatheter was selected for use. During advancement into the sheath, it spiraled/coiled up in it. It never made it out of the sheath. The tip separated off the actual catheter itself. This occurred outside of the patient.